Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed, however a secondary issue was noted; the test strip enzyme was found to be contaminated. In addition tertiary, quaternary and quinary issues were noted;the test strips were found to have shelf life exceeded. Also when test strips were tested with control solution, an error 5 was observed with no assignable cause found. The control solution involved with this complaint failed testing. Control solution was tested and found to be above specification. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) to report a sample draw issue with his onetouch ultra test strips. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that for the previous one and a half months he had experienced problems with the test strips only partially filling with blood. The patient manages his diabetes with insulin (self-adjuster). He denied making any changes to his regular diabetes management routine as a result of the alleged issue. He reported that an unknown date and time after the issue began, he experienced symptoms of "thirst, headache, tired [and] sore muscles". He denied receiving any treatment for his symptoms. At the time of troubleshooting, the csr established that the test strips were only partially filling with blood, despite the patient describing the correct testing steps. The csr walked the patient through a retest but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged test strip issue began.